Event description:
Reportable based on device analysis completed on 26-june-2015. It was reported that crossing difficulties were encountered and shaft kink occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the ostioproximal left anterior descending (lad) artery. The left main coronary artery was engaged using a 6fr non-bsc guide extension catheter. Angiogram was performed which revealed a 95% stenosed thrombotic lesion located in the proximal lad and a 90% stenosed lesion located in the mid segment of the lad. After a non bsc guide wire crossed the lesion, predilation was performed using a 2x12mm non-bsc balloon catheters and a 2.25x32mm promus element plus stent was deployed. A 4.00x28mm promus element¿ plus stent was advanced to overlap the previously deployed stent but failed to cross the lesion despite repeat dilations and it was noted that the shaft got kinked. The device was removed and a 4x12mm promus element plus stent was implanted. Post dilation was performed using a 2.5x12mm nc balloon catheter and the procedure was completed with a good result. Post stent deployment, intravascular ultrasound showed excellent result. No patient complications were reported and patient¿s status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual examination of the crimped stent found that the entire stent was damaged, with the stent found to have moved proximally on the balloon. This type of damage is consistent with the stent experiencing excessive manipulation during advancement attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft at the proximal end of the shaft. This type of damage is consistent with excessive force being applied to the delivery system during advancement attempts. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).